Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they think they have a defective implant battery. Patient said they were having to charge every day and recently had to charge twice in one day. Patient was spending a couple of hours getting the device charged. Sometimes it didn't seem like it was charged properly or the external charger was not working properly. Last night patient checked the ins battery charge and it said 80% and patient was surprised at that because for the last several days prior to that by 8pm at night the battery was down to 20% after a full charge. Patient checked it again at 12pm and it was at 50%. Patient said it is not reliable and there is something grossly wrong and they could not figure out what it was. The issue started this past week, on thursday when patient stated taking notes. Reviewed charging frequency depends on usage of settings. Patient increased by 0.2 and then backed off because they could feel the tingling so they backed off. Patient tried to change programs this morning to see if that might make a difference but there was not enough time yet to know if that made any difference. The fact that patient had to fiddle with it like this was panicking them. Patient lost the sheet with manufacture representatives contacts. The patient was redirected to their healthcare provider to further address the issue and contact the manufacturer representative (rep) if needed. Additional information was received from the pt. Pt reports the "whole system was not working" and they have been struggling with it for over a month. Pt mentioned that they met with manufacturer representative (rep) and was reprogrammed, but the issue remains unresolved. Pt stated that they would like to file a complaint regarding the device. Pt mentioned getting a "permanent battery" instead of a rechargeable one. Pt was redirected to their hcp to further address the issue but pt disconnected the call.